Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. Initial reporter - the article was written by john b. Meding, lindsey k. Meding, e. Michael keating mdmichael e. Berend.

Event description:
Information was received based on review of a journal article titled, "low incidence of groin pain and early failure with large metal articulation total hip arthroplasty," which aimed to assess hip pain, function, osteolysis, and complications in patients with large-diameter metal-on-metal tha. One patient identified in the article had a radiographically loose acetabular cup approximately nine months post-implantation. At time of follow-up, the patient had not been revised. There has been no further information provided.